Event description:
The pump was returned for investigation. Investigation revealed an inspection of the cgm board shows a cold solder connection on the j2 gold pin. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation black box review shows evidence of short battery life on (B)(6) 2013 illustrated with a drastic voltage drop. The pump powers on and displays verify screen. The unit passed ¿ez-prime¿ steps and exercised successfully with no alarms. External power supply confirms that the pump is drawing a high sleep current. The reported complaint was duplicated, the pump¿s cover was removed, sleep current dropped to nominal value after unplugging the cgm module from the pcb. An inspection of the cgm board shows a cold solder connection on the j2 gold pin. The pump kept currents draws nominal reading after resold-ring the j2 pin and plugging the cgm module again. (B)(6).